Event description:
It was reported that pump insulin gauge displayed an amount different than expected, showing 0 units when customer expected about 75 units, and customer expressed concern that this issue occurred within 24 hours after loading. There was no reported impact to the customer¿s blood glucose level. Customer loaded new cartridge, delivered test bolus to confirm accurate fill estimate, and later was advised to update pump software and ensure use of labeled insulin, after which no further assistance was needed and customer was instructed to follow up if issue persisted.